Manufacturer narrative:
(B)(4). One pulse oximeter was received for investigation. Visual inspection revealed a cracked case and a missing screw on the bottom of the unit. The female threaded insert was loose. The unit was powered with battery power, and with alternating current (ac) power, and the unit displayed all segments. Further visual inspection was performed by opening the unit. The loose insert had an exposed metal edge. All seven segment displays were functioning. The unit was run for approximately two days and it was connected to a fluke spo2 simulator. The reported customer malfunction was not verified, as the unit was functioning as intended.

Event description:
It was reported that, the pulse oximeter display was missing segments. There was no patient involvement.